Manufacturer narrative:
(B)(4). The reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell two of four. The caregiver (cg) stated there were no obvious reasons for the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the cg in ending therapy. The cg was going to have the hp finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was run on a lab homechoice (hc) machine with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.